Event description:
Medtronic received information that during a cardiopulmonary bypass case, the luer section of this aortic cannula separated from the cannula body as the device was inserted into the patient's aorta. The cannula was removed and replaced without reported complication.

Manufacturer narrative:
Conclusion: cause of event cannot be determined. Conclusion: to date, this product has not been returned for analysis. Return of the product is anticipated. Without product return, a definitive root cause for the reported event cannot be determined. Review of complaints on this product model notes no similar reported events. Upon receipt, analysis will be performed and the results will be provided to FDA. Device removed and replaced without reported adverse patient effect.